Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 42 mg/dl; suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates and glucose and was treated with intravenous fluids of saline by a health care provider to address bg. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Additionally, the customer had manual injection supplies available. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.